Manufacturer narrative:
Evaluation results: (root cause could not be determined). No results available since no evaluation was performed (device or procedural images not provided for review). (No device received for evaluation). Evaluation conclusions: (root cause could not be determined). Unable to confirm complaint (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
Evaluation, results: related to operational context (device most likely damaged during advancement through the lesion). Deformation problem (shaft). (B)(4)

Event description:
Evaluation summary: the device was returned for evaluation. The distal tip was flared and damaged. There was a 4.9cm tear on the distal shaft starting from the distal edge of the exchange joint and moving distally along the distal shaft. The tear was protruding outwards from the inner lumen and through the outer shaft. There was blood visible in the balloon and inflation lumen. Negative prep confirmed the presence of a leak. On pressurization of the device water exited from the tear along the distal shaft. The balloon folds were partially opened.

Event description:
It was intended to use an nc sprinter legend rx 2.0 x 20 mm balloon to treat a lesion in the mid circumflex artery (lesion size 2.50 mm). The lesion was calcified, with 35 % stenosis and without a large degree of tortuosity. The device was inspected prior to use with no issues noted. Negative prep was not performed. The physician positioned the device with no difficulty or resistance reported. It was reported that when in position, 12 atm of pressure was applied to the balloon, but it would not inflate. Upon removal from the patient, the balloon was inspected and it is reported that there was a hole in the balloon, in the distal portion. The physician used another sprinter legend, spl20020x, to successfully complete the procedure. No patient complications were reported.